Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: reindle, r., harvey, e.j., berry, g.k., rahme, e. (2015). The journal of bone and joint surgery, incorporated, vol 97, pages 1905-1912. This report is for an unknown dhs with unknown part and lot numbers. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: reindle, r., harvey, e.j., berry, g.k., rahme, e. (2015). The journal of bone and joint surgery, incorporated, vol 97, pages 1905-1912. [Canada] this was retrospective review utilizing synthes devices, dynamic hip screw (dhs) and trochanteric fixation nail (tfn), for intramedullary fixation performed at various canadian sites during an unknown timeframe. The study population included patients 55 years of age and older with an intertrochanteric fracture. Patient were followed for 12 months and had multiple clinical and radiographic evaluations. All patients with were implanted with dhs for extramedullary fixation. Patients treated with short nails were implanted with tfn or one of two competitor's devices. One hundred and sixty-seven patients returned for the 12 month follow up visit. Patients implanted with dhs (n=(B)(4)) females, (n=(B)(4)) males; implanted with tfn (n=(B)(4)), genders unknown. Complications were reported for dhs and all nails. The authors didn't specify complications specific to tfn in most instances. Dhs complications: dhs cut out (back-out). This is report #1 of #2 for (B)(4). This report is for an unknown dhs with an unknown part number, lot number and quantity.